Event description:
It was reported that allegedly upon deployment of a vena cava filter the pusher wire would not disengage from the apex of the filter, causing the filter to be moved caudally one vertebral body during retraction of the delivery system. The filter had initially been implanted at the level of the lowest renal vein (right). After the filter had been unsheathed, the physician attempted to withdraw the delivery system, however, the apex of the filter would not disengage from the pusher wire. The physician manipulated the pusher wire and was able to remove the delivery system. After the delivery system was withdrawn from the pt, imaging demonstrated that the filter had moved caudally one vertebral body and tilted proximally 15 degrees, with one of the filter arms located within a lumbar vein. There is no plan for intervention. The physician measure the diameter of the cava preoperatively to be approx 25 mm. The pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. As the product was not available, the eval results are inconclusive. The event root cause is unk. The current IFU (instructions for use) states: delivery of the g2 express filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.